Event description:
Patient was implanted with distal femur plate and ten screws at a different facility on an unknown date in (B)(6) 2011. Patient was returned to or on (B)(6) 2012 for the removal of all hardware due to non-union. A head of one of the screws was broken off. Patient was revised to a 95 degree 9 hole blade plate with bone graft and bmp2. No further information was provided. This is 10 of 11 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant occurred on unknown day in (B)(6) 2011. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.